Event description:
During a lap chole the teflon coating on the coag tip chipped off/delaminated into the patient. A power setting of between 23-24 watts was used. There was no patient's injury. Manufacturer response (as per reporter) for esu l-tip coag handpiece, megadyne e-z cleanmanufacturer provided rga for product return evaluation.